Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen appears to be cracked. Contacted stated that they did not know how it became damaged. Contact does not believe the customer¿s blood glucose was impacted. Reportedly, the customer would continue use of the current pump for insulin therapy.